Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. System maintenance was performed and an issue was found with the cell rinse tubing which was replaced. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. One example was provided of an initial glucose result of 369 mg/dl and a repeat result of 98 mg/dl. The repeat result was believed correct and was reported outside of the laboratory.